Manufacturer narrative:
Unit received with blank display due to corroded battery tube . Unable to performed displacement, rewind, seating and basic occlusion due to blank display. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage.

Event description:
It was reported that customer had low battery alarm on insulin pump. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.